Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic colectomy, scissoring occurred, and another clip fell out from the jaws during use. The device was used around the colon. No clips were left inside the patent. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.